Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive during use. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec contacted the initial reporter to ask if the device will be returned to ventec for evaluation. The initial reporter advised that they do not own this device, and that they will be reaching out to the company that owns it to determine next steps. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.